Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was previously injected in the midface and lips with 1.5 syringes of juvéderm® voluma¿ xc. The patient was also previously injected in the midface and lips with 1.5 syringes of rha4, non-abbvie device. The patient was later injected by the healthcare professional in the cheeks/midface with 1.5 ml of rha4 and in the lips with 0.5 ml of rha2. Two months later, the patient reported ¿hard areas¿ and ¿palpable filler¿ at the injection site after having a mild ¿gastrointestinal illness¿ (not device related) the week prior. A gentle massage was recommended. Two weeks later, the patient experienced ¿swelling¿ in the cheeks, midface, and under eyes, with ¿palpable nodules.¿ the patient was recommended h1 and h2 blockers and hylenex. Due to an event occurring that evening, the patient opted to take allegra and returned for dissolving days later with 375 units of hylenex. A medrol dosepak was prescribed. The patient reported significant improvement in the swelling over the next few days, but the nodules were still felt. The patient was seen 5 days later with the same results. The patient also reported ¿mild tenderness¿ at the injection sites, so they were treated with 150 units of hylenex. A week later, the patient was treated with doxycycline 100mg po bid x 10 days and agreed to a 10-day course of antibiotics. Event is ongoing.